Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) was observed to have a damaged conductor wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during central processing with no patient involvement. The black conductor wire was stripped/damaged. There was no loss of cautery associated with damaged wire. There was no sign of thermal damage or arcing during the previous procedure.

Manufacturer narrative:
Isi has received the fenestrated bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The instrument was analyzed and fa could not replicate or verify the reported complaint. There was no physical damage found on the fenestrated bipolar forceps instrument and no product issue was identified. The instrument was placed and driven on an in-house system showing 7 uses remaining. The instrument passed the energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The complaint was not confirmed by failure analysis.